Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During initial implant procedure, the patient exhibited low blood pressure. Diagnostic imaging was performed and confirmed cardiac effusion due to cardiac perforation cause by the right ventricular (rv) lead. A pericardiocentesis was performed to resolve the event. The rv lead was explanted and discarded. A new rv lead was not implanted. The patient was stable and will continue to be monitored.